Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC line was in place and used only on treatment days (taxol). In the meantime, it was flushed and sealed. During a dressing change, nurses noticed strong resistance when injecting the saline flush syringe. After managing to push physiological fluid through, they observed that the patient's arm became cold and the fluid could be felt flowing under the skin. Concerned, they consulted the physician for imaging tests, which revealed that the PICC line had become porous. The patient did not suffer any harm thanks to the initial test with a 0.9% nacl saline syringe.